Event description:
It was reported that during an unknown procedure, the black insulated cover on the device was loose. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.